Event description:
It was reported that the patient received inappropriate shocks due to oversensing. The short interval count (sic) was elevated. There is a possible lead fracture or connection issue. The lead was replaced. There were no further patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.